Event description:
Device malfunction: unknown failure. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the perclose at device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, "the device failed". It is unknown how hemostasis was achieved. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete.